Event description:
It was reported this balloon ruptured during an unknown angioplasty procedure. Following withdrawal of the balloon catheter through the introducer sheath, it was noted the balloon material had detached and remained in the patient. The physician was unable to locate the detached balloon material, therefore no retrieval was attempted. The procedure was successfully completed with this unit. The patient's condition is good. This device is currently being evaluated by this manufacturer. Following completion of the engineering evaluation, a supplemental medwatch report will be forwarded under the appropriate sequence number. A lot search was performed and revealed no other complaints to date on this lot number. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. User technique and/or patient condition may have contributed to this event. However, the company is unable to determine the exact cause for this event.